Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited loss of capture and poor sensing. This lead was subsequently repositioned and remains in service. Other than the surgical procedure, no additional adverse patient effects were reported.